Event description:
Boston scientific received information that the competitor right ventricular (rv) lead and this newly implanted device exhibited high out-of-range (oor) shocking impedance measurements. The lead was testing doing commanded shocks, and acceptable impedance range was found by changing programming and the lead remains implanted. The physician believes the lead to be fractured, however does not want to explant the rv lead on this elderly patient. No further intervention is planned. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Additional information was received stating this patient was in the hospital for a gastrointestinal bleed. Upon initial interrogation, the patient described shocking sensations in his abdomen and he would jerk violently in the bed. Tachycardia therapy was programmed off and the patient continued to jerk about. A high output ventricular threshold test was performed and the patient continued to thrash about, not in synchrony with ventricular pacing. The device was programmed to aai configuration and the patient still had episodes. The boston scientific field representative confirmed all lead tests were programmed off; tachycardia therapy was off and then turned pacing off. The patient continued to have his shocking episodes. The physician and representative agreed that since the episodes were not related to pacing or the competitive lead , that therapy should be turned back on. It is suspected that the spasmodic diaphragmatic episodes, hiccups, were related to the patient¿s current abdominal condition. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.